Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that a high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device. This device is part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that analysis of this device was completed.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker appeared to be depleting faster than expected. Analysis of device memory noted a high power consumption condition. Boston scientific technical services (ts) recommended device replacement. Device replacement was planned for a future date. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.